Event description:
It was reported that the customer experienced a low blood glucose (bg) below 54 mg/dl; cause was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.